Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde). Fa inspected the gde externally, no anomalies were found. Installed gde on to avea test station and powered in to user mode, the gde is cycling properly. Fa allowed the gde to cycle for a total of sixty five hours. After cycling for sixty five hours gde was cycling properly and no alarms were being displayed on the user interface module (uim) alarm banner. Fa cycled the power in to service mode to inspect insp pres, exp pres, and exp flow pressure transducer calibration screens. Transducers calibrations were within specification. Successfully recalibrated insp pres, exp pres, and exp flow pressure transducer. Fa applied heat throughout the gde using a heat gun for ten minutes, no alarms were seen. Fa was unable to duplicate the reported problem.

Event description:
The customer reported that the ventilator does not deliver any gas and is alarming for extended high peak pressure circuit occlusion. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the gas delivery engine fixed the reported issue.